Event description:
Ativan drop infusion via pump at 1397 at rate of 1 cc with a secondary normal saline drop set at 10 cc. Ativan drop charted hung 100 cc at 10:00, was found empty at 0400, and normal saline grop charted hung 250 cc at 10 p.m. Was found to have infused approx 10 cc at 0400. The unit had pumped primary rate through secondary line, and pumped secondary rate through primary line.